Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found to have an endoscope adapter (aea) damaged or had a friction issue. There was discoloration of housing and transmittance test failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, there were multiple error messages pointing to image could not be rotated. The instrument movements were mirrored. Intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and found error 23003 joint position limit, the universal surgical manipulator (usm)2, axis 4. The isi tse advised to use of another endoscope, and this resolved the problem. The tse advised to exchange the affected endoscope to prevent problems in the future. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task being performed when the issue occurred was robotic tarup for ventral hernia. The image was inverted. The event did not involve a reversed control on system arms. The vision orientation changed on its own. The endoscope did not move freely with uncontrolled motion. At time of event, the system recognized correct endoscope. The surgeon confirmed the desired orientation when endoscope was installed. There was no indication of the image orientation provided to the surgeon via user interface. The customer changed out the endoscope to resolve the issue.